Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient reported while at a routine doctor¿s appointment, the patient¿s cgm was reading high mg/dl and the bg meter was reading 280 mg/dl. The patient started experiencing no control over the right side of his face. The nurse at the doctor¿s office called an ambulance. Ems arrived and transported to the patient to the hospital. It was noted that the patient took humalog insulin, levemir insulin, and lisinopril. It was not specified if these medications were given to the patient for this specific event or if they are the patient¿s routine daily medications. It was also not specified how long the patient was in the hospital before being discharged. Attempts to reach the patient for further clarification on event details were unsuccessful. The patient was in good condition at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.